Manufacturer narrative:
No frozen screen or button error alarm noted. Device time or clock moved. Device had unresponsive esc and act buttons due to unlocked j2 or lcd keypad connector.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump ¿s screen was frozen. The customer¿s blood glucose was unknown. Customer states that the insulin pump¿s buttons are not responding. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.